Manufacturer narrative:
On 12-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference: (B)(4).

Manufacturer narrative:
On 2-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the anterior view, expanding to the posterior view. This is consistent with a crease/fold. Leak testing was performed, according to mentor procedure. The testing revealed a tear within the crease/fold in the posterior aspect, measuring approximately less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with an unspecified mentor saline smooth breast implant and experienced postoperative right-sided deflation. The patient noticed that her right breast got smaller. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. The date of implantation was estimated based on available information. If additional information is received in the future, a supplemental report will be submitted.